Manufacturer narrative:
(B)(4). Mfg site name - (B)(4) medical. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage fit system on (B)(6) 2013. According to the complainant, on (B)(6) 2015, the patient experienced mesh erosion. On (B)(6) 2015, the sub-urethral part of the mesh was excised. The patient experienced recurrent stress urinary incontinence and a colposuspension was done on (B)(6) 2016. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.